Event description:
It was reported that the site could not interrogate the pt's device for the test generator. An error occurred that would say "checksum false." Other handheld were used with the wand but problem was not resolved. Several troubleshooting steps were performed but it did not resolve the issue. Another wand was used and it would work fine. New wand was sent to the site and the old wand was returned to manufacturer which is currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.